Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
According to the reporter, the device illuminated the chargepak icon, the attention icon and the service icon after a new chargepak was installed.